Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify the prime alarm due to motor error alarm. The insulin pump received with protruded/loose drive support disk. Scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's father called in to report that the customer was receiving an alarm on her insulin pump. The customer's blood glucose level is 253 mg/dl. The father states that he used a pen to push up against the motor and started to receive other alarms. Troubleshooting was performed on the customer's device to determine the root behind the issue. During troubleshooting it was found that the drive support cap was sticking out. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.